Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead multiple rotations were required to extend the helix. The lead was removed from the patient's body and a fracture was suspected. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned. The lead has been stretched causing the inner insulation to stretch and rupture preventing the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.